Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Myopotential oversensing was suspected. Programming changes were suggested. Secure sense algorithm was programmed off and the physician elected not to re-program the device.